Manufacturer narrative:
(B)(4). The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
Customer reported a secondary bag of zosyn emptied sooner than expected. Programming parameters not provided, however the customer did not suspect any pump error. Although back flow was not observed, the customer alleged a check valve failure occurred. No patient harm or medical intervention occurred. No further patient/event information was reported.